Event description:
It was reported that six (06) large volume infusors infused 73 - 79% of the dose; between 49 -63ml volume remained in the devices. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC) for 24 hour durations. The devices were filled with 18g piperacillin/tazobactam in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred between 17 august 2025 and 22 august 2025. E1: initial reporter postal code: (B)(6). D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.